Event description:
It was reported that tiny white particulate matter was observed in the tubing of an infusor lv5. This was observed while filling the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and is in the process of being evaluated. Visual inspection of the device identified a tiny loose white particle inside the tubing of the device. The initial evaluation confirmed the reported event. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The cause was determined to be particulate matter from the welding process during manufacturing. Should additional relevant information become available, a supplemental report will be submitted.